Manufacturer narrative:
Additional information: ¿other¿ selected ¿ the catheter was replaced. Investigation ¿ evaluation: the universa silicone foley catheter was not returned for evaluation and no photographs were provided. Without the complaint device, a physical investigation was not able to be completed. A documentation review has been performed which included reviews of complaint history, device history records, manufacturing instructions and quality control. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. A review of the device history record showed there were no non-conformances identified during the manufacturing process. A review of complaint history for this product/lot number combination revealed there has been one other complaint received. The second complaint is related to this complaint and is for the same failure mode. Without the product, the failure cannot be investigated. Based on the provided information a definitive root cause could not be established. Per the quality engineering risk assessment, no further action is required. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. Based on the information provided, no product returned, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to correct this issue. Monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be send upon conclusion.

Event description:
It was reported by the user facility that a patient underwent an unspecified procedure using a universa silicone foley catheter. The report indicated that the patient was suffering from haematuria. On (B)(6) 2017 a universa silicone foley catheter was implanted at 10h00 and by 16h00 the catheter was found in the patient¿s bed. The balloon ¿cut in its length¿. Later, at 18h00 a new catheter implanted and by 20h30 the catheter was found in the patient¿s bed once again. The balloon ¿cut in its length¿. Finally, on the morning of (B)(6) 2017 at 05h00 a new universa silicone foley catheter was implanted and the patient¿s bladder was discovered to be swollen. By 08h00 the device was found in the patient¿s bed and the balloon ¿cut in its length¿. No further information was provided, additionally questions have been sent to the customer for clarification. This medwatch is for one out of three universa silicone foley catheter in question, reference MFR 1820334-2017-00845 for this complaint file. The other two remaining universa silicone foley catheter in question; reference: 1820334-2017-00846 and 1820334-2017-00847.